Manufacturer narrative:
Ethnicity: white. Ethnicity: not hispanic or latino. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown and rupture. Device has been explanted and replaced.